Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Additional findings are as follows: the angulation in the up direction and the gap in the up/down knob is out of standard due to the worn angle wire, the electrical connector is corroded, the up/down knob cannot be fixed due to the broken charged coupled device, the light guide lens is broken and discolored, the bending section cover rubber adhesive is detached, and the connecting tube was corrugated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The defects found during evaluation were confirmed, the foreign material in the lens could not be specified, there were no reported reprocessing deviations from the IFU, and the material was not adhered to an outer surface resulting in the material not being removed during reprocessing. The foreign material was likly caused by humidity invading the light guide lens, which led to corrosion occurred by applied physical stress to the distal end such as hitting and dropping and/or the light guide lens adhesive peeled off by chemical stress such as chemical solutions used for the device; however, a definitive root cause of the foreign material in the scope could not be identified. The event can be detected in accordance with the following IFU. IFU states that detection method in evis lucera jf/tjf type 260v operation manual chapter 3 preparation and inspection. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the evis lucera duodenovideoscope had a broken charged coupled device lens. The issue was observed during receipt inspection. There was no delay in the procedure and there was no patient harm or user injury reported due to the event. During device evaluation at olympus, it was found the inside of the light guide lens was discolored and had foreign material present. The report is being submitted due to the defect found during evaluation.